Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event; see also 0002184052-2016-00129.

Event description:
The sales associate reported receiving mislabeled product. The trinica select anterior cervical plate package ((B)(4)), which was sealed, had a sequoia screw ((B)(4)) in it. No surgery was involved.

Manufacturer narrative:
The returned package was examined and the reported issue was confirmed. The investigation found the contents of the package were incorrect for the order being packaged. An internal inventory audit was conducted and found this issue to be an isolated event. Additionally, the investigation concluded the part actually in the package (screw) and the intended part (plate) are visually and functionally different and would not be confused with or used in place of one another during use.